Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted the previously placed mesh had curled up inferior to the hernia defect. It was reported that the patient experienced severe pain, mesh migration, infection, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/23/2020